Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, the patient experienced an episode of hemoptysis. The sensor was placed in the vessel since the wire was already placed in the target vessel, however the sensor was unable to be calibrated because the patient was intubated. A CT scan showed a small rupture with bleeding in the left lung in a small vessel. The bleeding resolved after administration of protamine. There were no performance issues with any abbott devices. It was likely the event was procedure related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown.